Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The caller reported that the patient was scheduled for an MRI of the brain. The caller said the patient indicated that the stimulator is not working. The patient had seen their healthcare professional last year and had stimulation turned on but the patient lost their programmer and could not turn stimulation off. Patient services reviewed MRI guidelines and redirected caller to national answering service. No symptoms were reported.